Event description:
The sales rep was made aware during the patient's 2nd revision that there was a previous revision of the patient's stryker liner and head for unknown reasons.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, an unknown head was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained or discarded.